Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #2 and #3 are being filed under separate medwatch MFR numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the handle was in the deployed position. The coiled suture lumens and sutures were not returned with the device. Only the posterior medial needle was returned and presented at the hub when the handle was deployed fully. The needle slots and suture ports appeared normal. The device was disassembled and there was no bent set on the holder shaft. There was a needle strike mark on the barrel by the needle slot. There were no abnormal observations with the condition of the returned device that could have contributed to the reported incident. The evidence of needle strike mark on the barrel suggested that the needle might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degrees, or the patient anatomical condition such as obesity, calcification or scarring of the site use in deploying the device can deflect the needles. Based on the investigation findings, the probable root cause for the needle strike marks on the barrel face is related to the operational context in which the device was used. No manufacturing deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the handle was pulled to reveal the needles in the hub, 4 needles were visible. After 3 needles were removed, the 4th needle disappeared from the hub. A needle back down was done and the device was removed from the patient. A second prostar xl device was deployed. Before pulling the handle, an angio was taken. It showed that the needles were dislodged from the proper place and were not at the same height, they were too proximal. The prostar xl was taken out of the patient. A third prostar was deployed, before pulling the handle, the same problem as the second device occurred. The device was removed from the patient and a fourth prostar xl was used to successful achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.